Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image on the screen and red x flashing on it. Customer reported that lake water had splashed on insulin pump. Customer did receive alarms immediately after moisture exposure. Insulin pump had cracked retainer ring but reservoir was able to lock in place. Insulin pump did pass self test. No other insulin pump error was displayed before an open book image error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.